Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and a questionable loss of capture. The patient was complaining of shortness of breath and was seen in clinic. Various changes were made to the programmed output however there was no change in rhythm. No additional adverse patient effects were reported. This rv lead remains in service.